Event description:
It was reported to synthes: during an orif of the humerus the surgeon had inserted the plate and while it was being screwed in, the head of the threaded portion of the push-pull reduction device broke off into the bone. The surgeon did not retrieve the piece and leff the fragment in the bone. The procedure was completed.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion can be drawn as no product is in the process of being evaluated.